Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. No other issues found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 15.1 mmol/l (272.1 mg/dl) and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by patient with a correction bolus of 3.9 units of insulin, activating new pod and another bolus of 1.5 units.